Event description:
Account: mayo clinic. Item#: 329515, item lot#: 4032901, item description: insulin pen needle 30g x 3/16 inch, quantity: (B)(4). Complaint description: rn put needle onto aspart insulin pen and attempted to prime needle. No insulin came out. Rn attempted to re-prime and still not insulin. Rn took off needle and noted the needle had broken off inside the pen. One end was sticking out the top and the other end of the needle was poking out of the side.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.